Event description:
The reporter stated the surgeon implanted a 13.7mm micl 13.7 implantable collamer lens in the patient's left eye (os) on (B)(6) 2013. The lens was explanted on (B)(6) 2013 due to excessive vaulting. The lens was removed through the original incision with no patient injury, no sutures. The patient experienced elevated intraocular pressure, narrowing of the angle, angle closure and shallowing of the anterior chamber depth. The lens was exchanged for a shorter lens, the vault is good and the patient's best-corrected visual acuity is 20/20 -1. The reporter stated the cause of the event was due to the surgeon's decision/choice to use the longer lens, the event was not product related.

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. (B)(4).

Manufacturer narrative:
Method: medical review. Results: per medical review - reportedly icl (13.7) was explanted/exchanged for a shorter lens one week postoperatively to address excessive vaulting, narrowing of the angle, and subsequent elevated iop. According to the surgeon`s report, measurements determined either 12.6 or 13.2, but he decided to implant a longer lens (13.7). No reported problem with the device and no reported postoperative sequelae (bcva 20/20-1) . Dfu instructs physicians how to choose a proper lens under " visian icl length determination: during the u.s. Multi-center clinical study, sizing of the visian icl myopic lenses (12.1 to 13.7mm) was determined by the horizontal white-to-white and the anterior chamber depth (acd) measurements". The device causality is based on the information/confirmation from the surgeon that the most likely cause of the event was user error (wrong lens choice) and that the implantation of a shorter lens resolved the reported issue. (B)(4).